Event description:
During a colonoscopy, it was noticed that there was a tight stricture @12-15 cm. The physician was unable to maneuver around the stricture and as he/she was withdrawing the scope, a one centimeter (1 cm) linear tear was noted @12-15 cm. The physician was unsuccessful in clipping the tear. The patient was hospitalized for three (3) days for observation. The patient has been discharged home.